Event description:
Pt reported that, while priming a new cartridge and infusion set, no insulin came through the infusion set tubing. Pt removed the insulin cartridge, from the device, and discovered that insulin had leaked inside of the device's cartridge chamber. The pt indicated that there was no apparent damage to the insulin cartridge, prior to inserting it into the device. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.